Event description:
No additional info.

Manufacturer narrative:
This report was found to be a duplicate of an event already reported in 9610595-2025-15885. Should additional relevant information be received, it will be captured in that MFR number.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope displayed an e215 connection error during service/maintenance of the device. There was no patient involvement.